Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the tip of the screwdriver bit broke.

Manufacturer narrative:
Correction: d4 gtin. The reported event that was confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following the visual inspection of the returned device exhibits extensive usage as the device looks dull. The distal end or at the tip of the device is broken. The shiny and planar breakage patterns are indicative of brittle fracture. The fragmented part of the device was not available for inspection. The device has significant abrasion marks and discoloration indicating abnormal usage. Furthermore, a hardness test according to (B)(4) on the returned item indicates the material being slightly above in accordance with the values in the material specification due to the small diameter of the device a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The device malfunctioned due to the user's abnormal usage; the screwdriver undergoes numerous twisting and torsional loading during use and sudden application of high impact torsional loading which eventually led breakage as noted in the complaint. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the tip of the screwdriver bit broke.